Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre 2 sensor. Customer received an unspecified high sensor reading compared to feel and self-treated with unspecified dose of insulin based on the sensor reading. Customer subsequently experienced symptoms described as "hands shaking and trembling, dizziness, inability to remain balanced and lost consciousness" and required treatment of juice and sugar by a family member. Paramedics were called and upon their arrival, a reading of 8 mmol/l was obtained on their meter, however no further treatment was required. There was no report of death or permanent impairment associated with this event.